Manufacturer narrative:
Conclusion: the adhesive tape was very dirty/discoloured (dark grey), probably caused by the pts condition. The sample exhibited a stream of air bubbles indicating that the set passed the test for flow and therefore was in compliance with the specifications. No air bubbles appeared during the test indicating that the set passed the test for leakage and therefore was in compliance with the specifications. From the info received, there are no indications that the incident is related to diabetes therapy. The tests and analysis made on the set involved have confirmed compliance with the specification and requirement. Based on the above findings it can be reasonably concluded that the infusion set had neither caused nor contributed to the incident.

Event description:
On (B)(6) 2004 unomedical a/s was informed by disetronic medical systems that a pt was found dead in "a state of decomposition" on (B)(6) 2004 at 11:30 am. Actual date of death has not been determined. Cause of death has not been determined. Unomedical has received the complaint and 1 used infusion set.